Event description:
Description of event according to initial reporter: zdes was deployed properly according to instruction for use (IFU). The nose cone was withdrawn under xray to the tip of the sheath. The nose cone/delivery system was being withdrawn from the delivery sheath when the operator felt increased resistance. As she continued to withdraw the delivery system there was increased resistance and the sheath began to come out of the access site. At this time we also saw some metal at the access site and took an xray showing that the dissection stent had been pulled into the patient's right common and external iliac and at the level of the patient's access site. She removed the z-stent and we replaced the delivery sheath with a 16 fr gore dryseal to maintain hemostasis. We then used the contra side to delivery additional zdes without incident. Once we were happy with the results of the new zdes placement the operator cut down on the site with the exposed zdes. She was able to remove one additional stent and sew a patch onto the site and close the groin. At the end of the case, the patient had bilateral palpable pulses. Response to additional questions: when the device was removed from the patient, was the stent still attached to the introduction system with the trigger wires? The bottom of the stent was caught on the nose cone; no trigger wires remained. All 3 trigger wires were attached to the trigger wire mechanism (green) and the same length. Is it correctly understood that the zdes stent was broken when it was removed from the patient? No, the stent was twisted up but not broken. The physician had to cut the stent to remove it from the patient. Was angiography performed to verify the complete deployment and placement of the zdes? Angiography was performed before placement and after final zdes was placed. Patient outcome: zdes stent was left in the right (rt) iliac artery. The two distal stents were extracted, but the other 7 remained. Cut down with endarterectomy and partial stent explant at the time of the index procedure.

Manufacturer narrative:
Manufacturers ref#(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.